Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident 10 degree liner. Additional devices listed in this report: unknown biolox delta head. An evaluation of the device cannot be performed as the patient requested to keep it. Should additional information become available, the evaluation summary will be submitted in a supplemental report. : not returned.

Event description:
It was reported by the doctor that the patient was presented with a possible infection. Decided to change the head and liner after irrigation and debridement of would.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 10 degree liner was reported. The event was not confirmed. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Additional devices listed in this report: cat 6276-7-015 21mm mod rev hip body/bolt std comp level 9006-1-021 lot code 41322602, cat 6276-7-015 mod con dist stem 15 x 155 mm lot code caxn309c.

Event description:
It was reported by the doctor that the patient was presented with a possible infection. Decided to change the head and liner after irrigation and debridement of would.